Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A return material authorization (RMA) was issued, but the fenestrated bipolar forceps instrument involved with this event has not been received for failure analysis evaluation. A review of the advanced system log review found that it can be confirmed that the erbe/integrated electrosurgical unit (iesu) indicated multiple faults when attempting to activate energy. These errors indicated faults with the instrument, instrument cable, or the upper/lower ports of the erbe/iesu (both are indicated). The logs from before and after the procedure were also reviewed, and there have been no other events that would suggest faults related to the reported event. This would add additional suspicion to the instrument or an instrument cable.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy procedure, the fenestrated bipolar forceps instrument would not coagulate in bipolar mode while installed on the universal surgical manipulator (usm). Troubleshooting included changing the energy cable. However, there was still no tool operation, hemostasis was not possible, and bleeding persisted. A back-up fenestrated bipolar forceps instrument was used to complete the procedure.

Manufacturer narrative:
The fenestrated bipolar forceps instrument involved with this event was received for failure analysis evaluation. The instrument was found to have a broken conductor wire at the distal end and failed the electrical continuity test. No signs of thermal damage were observed. A broken conductor wire is primarily attributed to component failure. Damage to the instrument¿s conductor wire can also occur during reprocessing or cleaning.

Event description:
Refer to h10/h11 for follow-up information.